Event description:
The customer reported that she called the paramedics due to high blood glucose levels, with a reading of 599 mg/dl. The customer stated that she was vomiting. The customer stated that the insulin pump did not beep when it alarmed low reservoir. Troubleshooting was performed, and the insulin pump passed the self test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.